Manufacturer narrative:
H6: motion interrupt pan.

Event description:
It was reported by service report that there was no down motion on the head and foot end lifts. No pt involvement or adverse consequences are reported.